Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero¿ needle-free valve leakage occurred during use. The following information was provided by the initial reporter: yesterday we received another leak notification through the maxzero device. Was the reported incident noticed before, during or after use? During use. Where was the leak identified? In the center of the product. Would you be able to tell us how long in the infusion the leak was identified? During flush infusion. Could you let us know if any damage was found on the maxzero valve from the location of the leak? It wasn't in the valve it was in the product body. Was there any harm to the patient/health worker? (Detail) there was no harm to the professional, but the patient is still under investigation for a possible infectious condition. Has there been blood or chemotherapy exposure to mucous membranes or skin? (Detail) none.

Manufacturer narrative:
H.6. Investigation: a mz1000 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20106437. Further information provided by the customer indicates that the leakage occurred from a crack in the housing of the product. As part of the investigation, the customer provided a video of the affected sample; analysis of the video could not confirm the exact location of the leakage. A review of the production records for lot 20106437 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported while using bd maxzero¿ needle-free valve leakage occurred during use. The following information was provided by the initial reporter: yesterday we received another leak notification through the maxzero device. Was the reported incident noticed before, during or after use? During use. Where was the leak identified? In the center of the product. Would you be able to tell us how long in the infusion the leak was identified? During flush infusion. Could you let us know if any damage was found on the maxzero valve from the location of the leak? It wasn't in the valve it was in the product body. Was there any harm to the patient/health worker? (Detail) there was no harm to the professional, but the patient is still under investigation for a possible infectious condition. Has there been blood or chemotherapy exposure to mucous membranes or skin? (Detail) none.

Event description:
It was reported while using bd maxzero¿ needle-free valve leakage occurred during use. The following information was provided by the initial reporter: yesterday we received another leak notification through the maxzero device. Was the reported incident noticed before, during or after use? During use where was the leak identified? In the center of the product. Would you be able to tell us how long in the infusion the leak was identified? During flush infusion. Could you let us know if any damage was found on the maxzero valve from the location of the leak? It wasn't in the valve it was in the product body. Was there any harm to the patient/health worker? (Detail) there was no harm to the professional, but the patient is still under investigation for a possible infectious condition. Has there been blood or chemotherapy exposure to mucous membranes or skin? (Detail) none.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 29-apr-2022. H.6. Investigation: a mz1000 product was returned without packaging for investigation; however the customer confirmed that the complaint sample was from lot 20106437. The feedback provided by the customer indicates that the leakage occurred from a crack in the housing of the product. As part of the investigation, the customer provided a video of the affected sample; analysis of the video could not confirm the exact location of the leakage. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock to the returned sample and flushing through with fluid; in each instance no flow restrictions or occlusions were identified. The sample was also subjected to pressure testing in order to replicate the customer's experience; however, no leakage was observed from the returned sample throughout testing. A review of the production records for lot 20106437 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. H3 other text : see h.10.